Manufacturer narrative:
A review of the components yielded a balloon catheter which had been inflated. Stent strut impressions from he crimping process were apparent on the balloon and catheter shaft in the dilatation area. This is typical for a properly crimped device. The three lumen shaft on the device had been snapped at the proximal balloon weld. Severe deformation including curling and tears at the end of the introducer was apparent. This can be caused when an attempt is made to pull back on the balloon catheter prior to the balloon fully deflating. Doing so will cause all of the fluid to move to the distal cone where it becomes trapped. Continuing to pull on the device will result in the catheter shaft necking down and eventually snapping. Lot qualification data from quality control for the provided lot number indicates all samples met the required specifications. No anomalies were observed when traveling through the introducer. With no add'l procedural details or films, it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore, determine root cause. Based on the procedural info provided as well as no issues observed with either the data retained in quality control or the notes recorded, atrium can find no fault with the manufacturing process or the device in question.

Event description:
After stent successfully deployed, balloon catheter would not come out of the sheath. The catheter broke on removal.